Event description:
The customer reported an erroneous hemoglobin test result was generated when using the coulter® hmx hematology analyzer with autoloader. The test result was reported out of the laboratory. The patient was referred to the hospital. The patient was redrawn, but not transfused based on ER (emergency room) evaluation. The sample was retested and correct results were obtained. There was no death, or injury reported for this event. Note: per the customer, the patient was appropriately admitted to the hospital based on correct coagulation test results unrelated to this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and replaced the blood sampling valve (bsv) and actuator, which was determined to be worn.